Event description:
Revision surgery - patient was admitted for revision of right total hip, secondary to pain and infection with staph aureus. Explanted devices included an apex hip stem, a head of unknown manufacture, and an encore flared rim al-al cup, and an encore al-al liner. Reported to encore via a voluntary medwatch from hospital.